Event description:
Baxter reports leakage around the twist clamp of a transfer set. The set had been in use for 160 days. There was no patient injury or medical intervention associated with this incident.